Manufacturer narrative:
The lot number was not provided, therefore, no manufacture or expiration date could be determined.

Event description:
It was reported that the pt underwent a rotator cuff repair procedure (B)(6) where the physician used a dyonics rf-s whirlwind 90 degrees probe. During the procedure, the suction was in use while the physician used the probe to coagulate and resection the soft tissue. The procedure was completed successfully. One day post-operative, the pt presented with a burn (degree unk) on the right shoulder anterior and slightly posterior. No further info is available.